Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that resulted in storage of non-sustained ventricular tachycardia episodes. The noise was able to be reproduced with left arm pushing and was suspected to be related to muscle noise. Programming changes were made to detection and duration. Subsequently, the crt-d and left ventricular (lv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.